Event description:
It was reported that the pt had their pump replaced on (B)(6) 2011 due to battery depletion. Approx 9 days later, the pt experienced a seizure. The pump logs "looked normal", they wanted to rule out any pump issues. There were no symptoms prior to the pump replacement. The cause of the seizures was not determined. The pt did not have any other symptoms besides the seizures after the pump replacement surgery. The pump was used to deliver baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).